Event description:
Additional information was received from the patient. The reason for call was patient reported they had received a letter from medtronic customer quality and wanted to provided the following response. Pt was asked what was the date of your intellis removal? Patient responded: (B)(6), 2024. Pt was asked to clarify the issue of implantable neurostimulator stopped working and whether there was a device concern? Pt responded "yes. It never worked. It was installed in 2018. Pt think if you look at their profile, they stopped meeting with technicians probably around 2021 or 2022. The last time they met with somebody in a doctor's office they gave them a jolt where they almost hit the ceiling and the new program he gave me, which was supposed to be great, took like 5 hours to charge and it took probably an hour before it ran out and it became impractical to continue using it." Pt was asked when did they first notice the implanted neurostimulator stopped working? Pt responded "well, it never worked." Patient reported they had a full system removal with dr. John coats and it took over 5 hours to remove the device. Patient stated the hcp does not say this in their operative notes, but did tell the patient that, based on what they saw, the device could never work because the paddles were put on and they were "like stapled" because the patient had had back fusion surgery so some of their vertebrae was missing up at t10 or something. Patient stated the doctor (hcp) told them when they opened the patient up it took them that long to pull out all of the bits and pieces and there was no way the device was ever going to work. Patient stated dr. Coats told them that if they had been the hcp who implanted the device and they had opened the patient up to put the wires up and gotten to that point and saw what their spine looked like, they would have just closed the patient up and never put the thing in. Patient added that dr. Coats didn't break their dura, which hcp said was a miracle. Patient stated they are a little upset with the surgeon who implanted their device and they spent 2.5 months recovering from this minor surgery to the point where they haven't played golf since last february and it hasn't been an easy road for them. Patient stated they "would like to follow up with whoever and tell them my story." Agent did redirect to implanting hcp to further address if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt's ins stopped working for them and they have not used the device in about 2 years. Caller stated that pt's hcp ordered an MRI to see if they can explant the scs device. Caller inquired on how to proceed with an MRI. Technical services recommended that pt charge the controller and ins to place in MRI mode. Recommended that pt contact patient services with further questions if necessary.